Manufacturer narrative:
Date received by manufacturer: 26sept2019. Date of report: 27sept2019. The field service engineer evaluated the device and the reported issue was confirmed. The field service engineer replaced the flow sensor and initially the device still failed the system leak test. A leak was found and the issue was resolved by securing the clamp at the flow sensor. The issue was resolved, the device now passes the system leak test, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported air flow accuracy test failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.